Manufacturer narrative:
The reported event, gasket ring or component broke off, was not confirmed. During the inspection the quality technician and engineering technician for failure analysis, did not find any failure modes or issues with the device. All device components were present and in working order. There was no problem found. Device was placed in parts retention.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the rubber seal around the door of the aseptic housing was broken during sterilization process which can cause housing to open up and expose the non sterile battery to the sterile field. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the rubber seal around the door of the aseptic housing was broken during sterilization process which can cause housing to open up and expose the non sterile battery to the sterile field. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.